Event description:
It was reported that a wheel came off and the end user fell. She sustained two fractured ribs and was hospitalized.

Manufacturer narrative:
It was reported that while sitting on the rollator, the end user pushed back on the device and the left front wheel came off and she fell down onto the concrete floor. She was admitted to the hospital with two fractured ribs and a bruise on her right hip. No other injuries were reported. The end user sits on the rollator while teaching an art class. The caregiver was instructed that the rollator was not intended to be ridden. The owner's manual states that the rollator should not be navigated while sitting on it. It also states the end user should not self propel while seated on the rollator. The sample has not been returned for evaluation and no photos have been sent. No lot number was provided. The overall condition of the rollator is not known. A root cause has not been determined. However, due to the reported injury and subsequent hospitalization, this medwatch is being filed.